Event description:
The facility reported they had about eight incidents of inflammation. A site visit was conducted. We reviewed their cleaning procedures and they noted until recently they were cleaning the phaco handpieces with proaction detergent with tap water. They then used proaction detergent with sterile water. They now use just sterile water per our dfu. The central sterilization tech reviewed their cleaning procedures for all instruments including forceps, scissors, spatulas, etc. She asked if it was okay to continue to use the washer sterilizer for these instruments. We advised they were to follow the manufacturers recommendations for those instruments. We gave them the dfu's for the turbosonic 375 hp and I/a hp, tips, with the tass first aid kit, current articles on tass, and questionnaires for completion. No additional information has been received.

Manufacturer narrative:
No sample returned for evaluation. Facility noted changes in cleaning procedures appear to have eliminated incidents. Root cause is unknown; no corrective action taken.